Manufacturer narrative:
(B)(4). B6 relevant tests/laboratory data,inclu - correction to cgm ni; bg meter 62 mg/dl in the initial MDR. H2 correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 04/04/2026. It was reported that on 02/04/2026, the cgm reading was high and alerting, based on the cgm reading the patient self-administered 10 units of insulin shot without doing bg meter for comparison. The cgm was still showing high alert, so the patient decided to take another insulin shot and because readings did not go down. Then after the treatment the patient started to experience shakiness and sweatiness. The patient took a bg reading which was 62 mg/dl. A family member drove the patient to the hospital and when arrived nurse did bg meter showing the same value around low readings. The patient was treated with IV fluids. The patient was hospitalized for 8 days. There was no documentation of any underlying conditions nor why the patient was hospitalized so many days. At the time of the report the patient was fine. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) and (B)(6). The sensor was inserted into the arm on (B)(6) 2026. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No injury or medical intervention was reported.